Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the patient reported feeling paralyzed. The cgm reading was 75 mg/dl at that time and the patient was unable to take a fingerstick. The patient called an ambulance. A fingerstick was taken by the paramedics but the patient did not remember the value. The patient was treated with glucose gels and was taken to the hospital. At the hospital the patient was treated with intravenous fluids, crackers, and peanut butter. No further treatment was reported and the patient was discharged after around 4 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.